Event description:
It was reported that the 6800 system intermittently will not boot up. Information provided indicated that this happens more in the mornings or when the system has been off for awhile during the day. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Installed a cpu upgrade kit. The system was tested and found to be working as intended and placed back into service.